Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation determined that the reported difficulties are due to user error. The additional treatment is due to case circumstances. It should be noted the emboshield nav6 embolic protection system instructions for use states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus / debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in a venous graft, that was mildly calcified, in the coronary. The nav 6 device was loaded into the delivery catheter pod after which the barewire was removed and replaced with a prowater guide wire. After successful use of the filter in the anatomy, during removal, the filter dislodged inside the anatomy. An attempt was made to snare the dislodged filter; however, this was unsuccessful. A stent was used to embed the filter to the vessel wall in healthy tissue. As this occurred at the end of the procedure no further treatment was performed. No additional information was provided.